Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va162u3 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. It was noted that the patient had an extreme amount of weight loss over the past couple of years, and their tissue ¿was like jello,¿ so it was hard for the battery to stay in place. It was reported that the battery flipped multiple times with the weight loss; twiddled syndrome. Due to the spinning battery, the lead twisted and broke in two places. It broke by the entry point to the battery, and part of the lead was left in the battery. Prior to revision surgery, an impedance check showed that all combinations were greater than 4000 ohms. The battery and lead were replaced, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had 3rd revision surgery done this friday because interstim slipped out of the sleeve that doctor put it in. Patient indicated interstim kept flipping because she lost so much weight and it flips all the time every time she sits down. There were no further complications that have been reported as a result of this event. Refer to manufacturer report # 3004209178-2017-18383 for 1st revision surgery. Refer to manufacturer report # 3004209178-2017-18390 for 2nd revision surgery.